Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The premature battery depletion after 23 months of service, was the result of an internal short from the plated li material bridging the battery case (negative polarity) and the cathode tab (positive polarity). Performance data collected from the device was received and analyzed. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device as explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.